Manufacturer narrative:
Results codes: on the initial MDR report, code was entered as the result code. This code should have been to capture the observed electrical problem. It has been corrected in this submission. Additional information: date of event: (B)(6) 2015. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site, inspected the signature system and was unable to reproduce the reported error issue. Fss completer service bulletin (sb) 2b monitor assembly replacement. Fss removed and replaced monitor assembly, instrument manager, cable assembly, and power supply cable. Fss also removed and replaced rear panel connector and footpedal due to numerous 416 errors (footpedal errors). Fss downloaded doctor settings as well as performed touch screen and vacuum calibrations. Fss verified date and time, paired foot pedal to system to be used wireless, reset service interval and completed necessary amo signature checklist. All checks were found to be within amo specifications. Fss verified doctors primed and tuned without error. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (instrument host timeout error) after boot up occurred on the whitestar signature system. There was no patient involvement and no patient treatment delay or cancellation was reported.